Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported cracked display, however the lcd (liquid crystal display) lens was cracked. Analysis confirmed the ring cover and ring bail are missing. Analysis also found the upper and lower cases were broken, two case screws were the wrong type, one side bail was missing, and the keyboard was scratched. (B)(4).

Event description:
It was reported the display was cracked. It was also reported hanger hardware was missing. The device was returned for repair and calibration. There was no patient involvement.